Event description:
(B)(4). The dentist reported that 80 days after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.